Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 408 mg/dl. The customer reported a partial display screen on their insulin pump. The customer was treated for the high blood glucose with an old insulin pump. The customer did not troubleshoot and did not send the product back for analysis.